Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual pump involved in the reported incident was returned to one of our b. Braun facilities and the device was evaluated by a qualified technician during the investigation. When the pump was evaluated, the reported issue was not observed. 3x infusion with 0.4ml air bubble alarmed air in line 3x. Air sensor threshold detects measured in specifications. Perform preventive maintenance service.

Event description:
As reported by the user facility: unit not triggering air alarm.